Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that cause was not determined. The patient has adaptive stim intensity levels for standing and when she is mobile. Patient requested it be zero while lying down on her back/left/right. Patient stated when she is standing or starts to move, all of her programs have gone to zero. Rep reported they offered to meet with the patient however patient declined and would like to give it a couple of days to see if it continues to act up before she meets in person. Rep stated that maybe because they did not program ¿recline,¿ it turns off to zero when she sits down, and maybe thinks she wants zero for standing however, not sure why this is occurring. Rep stated they planned to meet with patient in the clinic when she is ready to troubleshoot, and will reconfigure her adaptive stim for all of her programs thoroughly. Rep will create an intensity level for recline, standing, and mobile and see if maybe that does the trick. Patient does not want an intensity level for lying back/left/right.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative, regarding a patient implanted with a neurostimulator (ins). It was reported that she programmed the patient at an appointment on (B)(6) 2020. The rep adjusted the intensity to 0ma for all lying positions. For upright and upright and mobile the rep set intensities. The patient called rep's partner on fridayand all programs went to 0ma when the patient was in the mobile position. The rep reviewed information from the report from the programming session and the indicated that reclining and all lying positions were set to 0ma but the upright and mobile positions had intensities programmed (for all programs a1 b1 b2 c1). Rep was to follow up with patient.